Event description:
Reference number (B)(4). Event occured in the united states. The patient reported an incident involving a kinked infusion set cannula (B)(6) 2025. They noticed symptoms 3 or more hours after inserting the set, which had been placed in the abdomen area. As a result of the kinked cannula, the patient's blood glucose level rose significantly, reaching a high of 370 mg/dl. To address this elevated blood glucose, the patient took prompt action by administering a correction injection using a multiple daily injection (mdi) method. Following each incident, the patient successfully replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2025-07079 - device 3 of 3.